Manufacturer narrative:
One 3i t3® short external hex parallel walled implant, 5mm(d) x 6mm(l) (item # (B)(4)) was returned for investigation. Visual inspection of the as returned product identified extensive tooling damage to the outside of the mount. Functional testing to recreate the reported event was performed, and found that the implant would not separate from the mount without the use of pliers and force. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was performed. A root cause cannot be determined. (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the mount did not disengage from the boes506 implant at placement. Implant and mount were removed. No other implant was placed and the site was grafted. Tooth site #19.